Event description:
Note: date of event is unknown. It was reported to boston scientific corporation on (B)(6), 2009 that an extractor rx retrieval balloon device was used to perform an endoscopic retrograde cholangiopancreatography procedure (ercp). According to the complainant, during the procedure, the balloon burst during stone extraction from the common bile duct. The balloon stayed intact and nothing detached from the device. The case was completed with a competitive device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).